Event description:
It was reported that this pacemaker went into safety mode. The device was explanted. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
In this case, the referenced device was prophylactically explanted solely due to its inclusion in the high battery impedance advisory for accolade family pacemakers and cardiac resynchronization therapy pacemakers (92705305-fa). Boston scientific did not recommend prophylactic replacement of devices, as not all devices included in the advisory population will exhibit this behavior. There was no indication that the referenced device malfunctioned and/or exhibited the advisory behavior (i.e., transitioning to safety mode due to high battery impedance), or that the patient experienced any adverse effects. This device was implanted for more than ten years, and evidence suggests therapy remained available prior to device explant. Based on this information, this event did not meet the definition of an "incident" per definition 64, article 2 in the european union medical regulation (EU MDR) 2017/745, as it did not experience a malfunction or deterioration in its characteristics or performance and no adverse patient effects were reported. Therefore, the event was deemed not vigilance reportable in accordance with article 87, as the criteria of a serious incident per definition 65, article 2 was not met. Should additional information become available to indicate that this device showed evidence consistent with the advisory behavior, bsc will reassess the event for vigilance reportability in accordance with EU MDR 2017/745 and report this event to infarmed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker went into safety mode. The device was explanted. The device is expected to be returned. No additional adverse patient effects were reported. Additional information received indicates that this device did not enter safety mode. The device was prophylactically explanted.